Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one maxcore device in initial position. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported failure as the provided photo does not support the event. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue by using the maxcore device. It was reported that during the procedure, no sample can be obtained. Further it was reported that the stylet and the cannula allegedly not release from the prime position when fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.